Event description:
A nurse called in to report that the customer was in the emergency room with a reading of 34 mg/dl. The caller stated that the customer was unconscious and was being treated at the time of the call. The caller disconnected the call before further information could be obtained.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.